Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. The right atrial (ra) lead exhibited intermittent undersensing. The right ventricular (rv) lead exhibited high thresholds. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.